Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that low r-wave sensing and an exit block was observed during a follow up. The patient was asymptomatic. The lead was explanted and replaced. The procedure was completed without any complications and the patient was stable post procedure.